Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the left ventricular lead had no capture in all vectors. The lead appeared to have dislodged. The physician attempted to reposition the lead and then chose a different model lead to implant. No patient complications have been reported as a result of this event.